Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been receiving inadequate coverage and stimulation in unwanted area(s) after recently being in a car accident. Reprogramming has been unsuccessful. X-rays revealed no anomalies. The pt may meet with an sjm representative for further reprogramming to address the issue.